Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-31658, 1627487-2020-31659, 1627487-2020-31660 and 1627487-2020-31661. It was reported the patient's full drg system was removed due to the patient not receiving effective stimulation therapy. Reportedly, multiple attempts were made to reprogram the patient's drg system, but the issue persisted. The procedure was reportedly completed without complications, and the issue addressed.